Event description:
Related manufacturer reference number: 1627487-2023-00165. It was reported the patient lost weight, causing the ipg and anchor to be superficial. The patient experienced pain due to the issue. Surgical intervention may be pending.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 anchors; however, it is unknown anchor, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: anchor, model:1192, batch: 5882785.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein ipg and anchors were explanted and replaced to address the issue. The investigation was unable to determine the anchor that associated with the issue.

Manufacturer narrative:
Correction a4- weight. Correction b5- the investigation was unable to determine the anchor that associated with the issue. Correction d4- UDI added. Correction e1- initial reporter. Correction h11- UDI added. Additional components potentially involved in the event include: common device name: swiftlock anchor, model: 1192, UDI: (B)(4), batch: 5882785.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.